Event description:
The clinician reports the implant was inserted 2025 (b)(6) in the patient's mouth. On 2025 (b)(6), non-osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: Mobility. No further patient complications were reported.